Manufacturer narrative:
(B)(4).

Event description:
The customer reported that the 840 ventilator was emitting a burning smell. The reporter states there was no spark or flame noticed. No patient involvement. The covidien customer support engineer (cse) inspected the device and confirmed a burning smell being emitted from the analog interface (ai) pcb. The cse replaced the analog interface (ai) pcb. The unit passed extended self-testing.